Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that discrepancy slips were printing on the auxiliary label printer instead of the embedded thermal printer. A technical support specialist (tss) reviewed the printer settings under cfn admin, where the zd411 was incorrectly set as the default printer instead of the ftp thermal printer. The default printer was corrected, and the medication application was restarted. The device was rebooted back into cfn app, and the customer confirmed that discrepancy slips printed correctly on the thermal printer. The issue was resolved, and the customer authorized case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system discrepancy was identified in which slips intended to print on the embedded thermal printer were instead printing on the auxiliary label printer. There were no delay, no adverse events or injuries reported based on this event.